Manufacturer narrative:
During preventative maintenance on (B)(6) 2025, it was observed that the green start button of the autopulse platform (sn (B)(6) was defective and only works when it is pressed firmly. The root cause of the issue was due to a failure of the ui membrane. The autopulse platform passed the initial functional testing without error or fault. Upon further testing, it was observed the green start button only works if it is pressed very firmly. The ui membrane switch assembly was replaced to remedy the issue. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number sn (B)(6).

Event description:
During preventative maintenance on (B)(6) 2025, it was observed that the green start button of the autopulse platform (sn (B)(6) was defective and only works when it is pressed firmly. No patient involvement.